Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure migration and perforation / migration of essure device location of device"), fallopian tube perforation ("perforation (fallopian tube(s))"), pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (no complications) / pregnancy (with complications)") and shock ("shock") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she didn¿t undergo any essure confirmation test". The patient's medical history included multigravida ((B)(6) 2007, (B)(6) 2013), abortion and ectopic pregnancy. Concurrent conditions included parity 5 ((B)(6) 2001, (B)(6) 2003, (B)(6) 2006, (B)(6) 2011 and (B)(6) 2014). Concomitant products included ascorbic acid; calcium gluconate; cupric carbonate, basic; cyanocobalamin; ergocalciferol; ferrous sulfate; manganese chloride; nicotinamide; potassium iodide; pyridoxine hydrochloride; retinol; riboflavin; thiamine (prenatal) from (B)(6) 2011 to (B)(6) 2014, butalbital; caffeine; paracetamol (fioricet) from (B)(6) 2015 to (B)(6) 2016, emtricitabine;tenofovir disoproxil fumarate (truvada) from (B)(6) 2016, hydrocodone bitartrate; paracetamol (lortab) from (B)(6) 2012, hydroxyzine hydrochloride from (B)(6) 2012 to (B)(6) 2014, paracetamol (acetaminophen), promethazine from (B)(6) 2015 to (B)(6) 2016 and sertraline hydrochloride (zoloft) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"), 1 year 3 months after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and hypersensitivity ("allergic reaction / hypersensitivity reaction"). On (B)(6) 2015, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), shock (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). The patient was treated with levofloxacin (levaquin) and oxycodone hydrochloride;paracetamol (percocet). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, shock, hypersensitivity, cystitis, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter provided no causality assessment for shock with essure. The reporter considered anxiety, cystitis, depression, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2019: pfs received: treatment drugs were added. Pregnancy outcome (live birth) was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure migration and perforation / migration of essure device location of device'), fallopian tube perforation ('perforation (fallopian tube(s))') and device breakage ('fragment of an essure device of which the other portion is seen in the distribution of the left fallopian tube') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she didn¿t undergo any essure confirmation test". The patient's medical history included multigravida (B)(6) 2007, (B)(6) 2013), abortion, ectopic pregnancy, depression, anxiety and type 2 diabetes mellitus. Concurrent conditions included parity 5 (B)(6) 2001, (B)(6) 2003, (B)(6) 2006, (B)(6) 2011 and (B)(6) 2014)). Concomitant products included butalbital;caffeine;paracetamol (fioricet) from december 2015 to january 2016, emtricitabine;tenofovir disoproxil fumarate (truvada) from november 2016 to december 2016, fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (lortab) from september 2012 to october 2012, hydroxyzine hydrochloride from september 2012 to november 2014, insulin human, iron preparations from may 2011 to november 2014, paracetamol (acetaminophen), promethazine from december 2015 to february 2016 and sertraline hydrochloride (zoloft) from may 2011 to september 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("persistent pelvic pain /pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 years 4 months after insertion of essure. On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and hypersensitivity ("allergic reaction / hypersensitivity reaction"). On (B)(6) 2015, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (no complications) / pregnancy (with complications)"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), shock ("shock") and menstrual disorder ("menstrual bleeding"). The patient was treated with levofloxacin (levaquin) and oxycodone hydrochloride;paracetamol (percocet). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, pregnancy with contraceptive device, shock, hypersensitivity, cystitis, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter provided no causality assessment for shock with essure. The reporter considered anxiety, cystitis, depression, device breakage, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the patient also used prenatal as concomitant drug. Patient received treatment for events ¿ pelvic pain , abnormal bleeding, bladder or urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-mar-2021: mr received: consumer race was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.